Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had an absence of alarm. The customer¿s blood glucose level was 5.3 mmol/l at the time of the incident. The customer reported a loud beep and no alarm on the screen. The customer states changing the battery and three hours the insulin pump switched off. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, idle current test, run current test, self test, unexpected restart error test and off no power test. Pump monitored for several days and no unexpected restart error alarm, blank display or unexpected loud beep noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, stained back address label, scratched reservoir tube window and minor scratched lcd window.